Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product code: hrs.

Event description:
Synthes (B)(4) reports (B)(6) pug ((B)(6)) with a mid-shaft femoral fracture had a 6-hole plate implanted for the repair on (B)(6) 2011. Patient did well until (B)(6) 2011, and the plate broke and femur re-fractured. The patient was revised on (B)(6) 2011 with two vcps stacked (2.0mm screws were used.) The plate is being returned for evaluation. X-rays provided by surgeon attached to file.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the plate received is in two pieces. At fracture point, the plate was markedly bent. The design of this plate differs from the human plate (243.5xx) in both design and manufacturing process. During development, the vet version was tested against and shown to be both stronger and stiffer to the human version (ref mechanical test mt08-168). This complaint is invalid from a design standpoint. The referenced plate has superior strength and stiffness when compared to the human part, which was the standard until 2008. The manufacturing evaluation showed that the visual inspection of the plate shows that the plate broke in two pieces. No other damage or visual anomalies are noticed. Since the device history record shows no complaint related anomalies and all measurements above for features relevant to the complaint are conforming, and the visual damage noted above is post-manufacturing, this complaint is deemed invalid. Device is a veterinary product. Device is similar to a device marketed for human use.